Event description:
Boston scientific received information that this patient was recently seen and it was noted that the right ventricular (rv) lead had increased thresholds and loss of capture (loc) since shortly after implant. Additionally there was noise which lead to greater than 10 seconds of asystole. Noise was noted on the patients non boston scientific leads as well. The patient also stated that they had shortness of breath and fluid retention. The patient had back surgery and a magnet was not used so it is suspected that might have contributed to the noise. An rv lead revision will be scheduled soon. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.